Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during day dwell 1. Per the initial report, the home patient (hp) had air in the patient line. The hp was disconnected but the solution level had dropped two inches. The technical service representative (tsr) explained that the supplies may be compromised and advised the cg to end therapy and start over with new supplies. The tsr walked the cg through ending therapy procedure. The cg understood the explanation and ended therapy. The cg would start over with new supplies. Global product surveillance (ps) contacted hp's husband on february 10, 2012 who is the caregiver (cg) regarding the reported problem. The cg stated that the hp was able to complete therapy with new supplies. The cg did not notice any defects with the original cassette. The cg had discarded the original cassette and did not have a companion. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report of air in tubing without an alarm was not confirmed and the cause was not identified. Patient stated that there was air in the patient line. As a sample was not made available for evaluation and baxter is unable to determine if a disposable issue existed that might have allowed air to enter the set. Additionally, the patient didn?t describe any type of use error that might have caused this issue. A batch review was performed and no issue or exceptions were noted during the manufacturing of this lot. The assignable cause for the reported problem was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.